Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent embolization occurred. The lesion was located at the bifurcation of the left anterior descending (lad) artery and the diagonal (dx). The patient anatomy was not extremely tortuous, and there was no evidence angiographically of calcification. A 5 french standard sheath was inserted in the right femoral artery (rfa). Then a judkins left 4.0 catheter was advanced over the wire. The left coronary artery (lca) was accessed and angiography was performed in multiple views. Next, a judkins right 4.0 catheter was exchanged over the wire and advanced. The right coronary artery (rca) was accessed and angiography was performed in multiple views. After completing angiography, xblad 3.5 guide catheter was introduced and a choice or floppy 300cm guidewire was advanced into the dx as well as an asashi guidewire was introduced into the lad. A maverick rx 2.50x12.0mm balloon was advanced into the lad; dilated at 6 atms for 20 seconds and a maverick rx 2.00x12.0mm was advanced to the dx; dilated at 6 atms for 20 seconds. The balloons were removed. Next, a taxus express2 2.5x16.0mm drug eluting stent (des) was advanced to the dx and successfully deployed at 18 atms for 40 seconds. A taxus express2 2.75x16.0mm des was advanced to the lad and deployed at 18 atms for 15 seconds, but the balloon would not inflate. The inflation device held pressure, and it was exchanged for a new inflation device, while the stent remained in the lad. The pressure was held at 20 atms for 14 seconds, 16 seconds and then 16 seconds, but the balloon did not inflate at all again. When attempting to withdraw the stent delivery system (sds), the stent came off of the delivery balloon and was found in the distal lad. The stent was crushed into the wall of the lad using a maverick rx 2.50x15.0mm balloon. Subsequently, a taxus express2 2.75x32.0mm des was advanced across the dislodged stent and deployed in the dx. A quantum 3.00x15.0mm balloon was advanced and used to post-dilate the stent. The procedure was completed, and there were no patient complications. Medications administered prior to the procedure were lidocaine and during the procedure nitroglycerin and heparin were administered. The procedure length was 58 minutes.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. Should further relevant information become available; a supplemental medwatch report will be filed.